Event description:
A baxter svc rep reported an infusion pump with no down stream occlusion alarm found during svc. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event. No add'l contact info was provided.